Event description:
Voluntary medwatch report received reported loss of capture. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5154247.